Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current found to be due to the rf module. Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
It was reported that the patient presented in clinic after reporting low heart rates. The implantable cardioverter defibrillator could not be interrogated by three different programmers. Device check in (B)(6) 2018 showed 1.7 years longevity remaining, premature depletion was suspected. The patient presented to the emergency room on (B)(6) 2018. The device was explanted and replaced on (B)(6) 2018. The patient was stable.